Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found three other complaints regarding lot number 9127010 (B)(4). However this issue was known, a labelling issue was occured concerning labelling and two lots are incriminated (9127010 and 9127011). One other complaint was registered in the lot number 9127011 (B)(4). Checking the quality databases revealed one corrective and preventive action and one non-conformity in relation to the described defect: - CAPA-00030 "quality improvement 2023/2024": all the operators of the distribution were trained to good distribution practices in july 2023. - (B)(4) "kitting issues in lpp" opened on december 2023: the actions are ongoing. A sensibilization was already done with complaint previously registered about this lot number.

Event description:
According to available information, this device was not labelled correctly.

Event description:
According to available information, this device was not labelled correctly.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.